Event description:
The customer reported that they have been having issues with her infusion set change. The insulin pump goes into rewind as soon as she puts the reservoir in the reservoir compartment. The insulin pump "squirts out" insulin during this process. The customer states that they are experiencing high blood glucose levels. Troubleshooting for the high blood glucose was declined. The exact blood glucose was unknown. The insulin pump will be replaced. Advised the customer to discontinue use of the insulin pump and to revert to their back-up plan. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump was unable to prime during prime test, due to faulty force sensor. Insulin pump had minor scratches on display window and cracked reservoir tube lip.